Manufacturer narrative:
Carefusion file identifier: (B)(4). Result of investigation: carefusion factory service evaluated the device and was able to duplicate the reported issue of fio2 failure. The problem was isolated to a bad regulator/relay balance setting. The device was recalibrated and tested in order to return it to factory specifications.

Event description:
The customer reported while using the avea ventilator that it had a fio2 error. The customer states the gde (gas delivery engine) needs to be replaced. There was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.